Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the ceramic head (insulation beak) led to the malfunction. It may have been affected by the repairs carried out by a third party. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath exhibited a broken ceramic head. The issue occurred during reprocessing. There was no patient involvement.